Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo_12.6; -10.00/1.5/075 (sphere/cylinder/axis) diopter implantable collamer lens into the patients right eye (od) on (B)(6) 2024. The lens was reported as having excessive vault. On (B)(6) 2024 the lens was replaced with a shorter length lens. Cause was reported as unknown this resolved the problem.

Manufacturer narrative:
Claim# (B)(4).